Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness / device migration. H6: health effect - clinical code e2402: generalized illness. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who underwent primary breast augmentation with a 380cc mentor memorygel xtra breast implant experienced spontaneous right sided rupture, left sided device migration, right sided granuloma, and several unexplained systemic symptoms post procedure. This was described as symptoms like anaphylaxis. As a result, explant without replacement was performed on (B)(6) 2025. The right sided rupture was reported initially under 1645337-2025-01215. On march 21, 2025 mentor received additional information and initial awareness of bilateral issues.